Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that at implant, the atrial port had oversensing and noise on the egm. Once connected, highly variable impedance was observed. The device was not implanted. No patient complications were reported as a result of this event.